Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A 3.00 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was pulled out from the patient and the lesion was dilated. As they were about to insert the device back into the patient, they checked the stent strut and it was noted that a stent strut was broken. The device was not inserted back into the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.